Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and post operative bleeding. The leadless implantable pulse generator (ipg) exhibited loss of telemetry. The ipg remains in use. No further patient complications have been reported as a result of this event.